Manufacturer narrative:
Age of device: 5 months. The referenced stroke and pump exchange were reported under 0002916596-2014-01371. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired from complications of a previous stroke and pump exchange on (B)(6) 2014. At the time of expiration, the patient's international normalized ratio (inr) was therapeutic. The device was functioning as intended at the time of the event. The device reportedly did not cause or contribute to the patient expiration. No further information was made available.

Manufacturer narrative:
According to the hospital the device was working as intended at the time of the patient's death. The device was retained by the hospital and is not available for analysis. A correlation between the device and the patient's expiration could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.